Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer, the customer to exchange the displays.

Event description:
It was reported that the ventilator's upper display was distorted. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.